Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the mid right coronary artery that was moderately calcified, mildly tortuous and 90% stenosed. After stent deployment, the nc trek met resistance during advancement and once at the stented lesion, the balloon ruptured at 8 atmospheres. There was no adverse patient effect or a clinically significant delay in the procedure. The procedure was completed with another same size nc trek. No additional information was provided.